Event description:
It was reported that the patient came in for a routine checkup and it was noted that there was occasional oversensing on stored episodes. It was noted that the patient did not like the sensation associated with threshold testing. Programming changes were made to the lead sensitivity and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.